Event description:
It was reported that during an unk procedure, the device would not staple but it did cut. The staples would not hold. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.